Manufacturer narrative:
(B)(4). Concomitant medical products ¿ vanguard e1 tibial bearing 10mmx67mm catalog #: ep-189040 lot #: ni, biomet cc I-beam tibial tray 67mm catalog #: 141222 lot #: ni, series a standard 3-peg patella 31mm catalog #: 184764 lot #: it is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05881. Device remains implanted.

Event description:
It is reported that the patient underwent a manipulation of the left knee to treat unknown complications two (2) months following knee arthroplasty.